Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The patient is a (B)(6) man with a history of dyslipidemia, cad, CABG surgery, hypertension, diabetes, bilateral cea, tia, and smoking. On (B)(6) 2010, he underwent the index procedure with delivery of the angioguard device, pre-stent balloon angioplasty and placement of one precise stent in the left proximal ica. Upon retrieval of the angioguard, debris was found in the filter basket. The site reported a 5% final residual in-lesion stenosis. The procedure was uncomplicated. On the morning of (B)(6) 2010, the patient developed behavioral change, aphasia, dysarthria, right visual field loss, right hemiparesis, and right hemiataxia lasting greater than 24 hours. These events have been adjudicated as an ischemic stroke. The patient fully recovered without residuals or treatment. The event was noted as unrelated to the cordis product implanted, but related to the index procedure.